Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 months after the dental implant was installed in intraoral region #25, it was verified its non- osseointegration. 45 ncm of primary stability was achieved and immediate load was executed. The patient presented bone type iii and bone graft was performed. Fenestration occurred during surgery.